Manufacturer narrative:
(B)(4). One empty opened foil and one labeled winding former with eight needle-suture combinations of product code j714, lot pem648 were received for analysis. The product code is control release and required eight strands per packet. During the visual inspection of eight needle-suture combination, the swage and attachment area were noted to be as expected; also, the tip and body of the needles were examined under magnification and no defects, damage or needle breakage were found. Besides, the samples were tested by resistance test to needle and met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the needles condition, no breakage needle was found.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pem648 batch number, and no non-conformance's were identified. The product upon which this medwatch is based has been received. However, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a cervical excisional biopsy on (B)(6) 2019 and suture was used. The needle broke in half while attempting to suture deep dermal tissue. Changed to another device to complete the procedure. Both the broken needle and the swaged needle were retrieved from the patient. There were no patient consequences reported.